Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
Note: this report pertains to one of two cre fixed wire dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the first balloon was in position for inflation. Upon getting to the inflation size of 7 atm, the balloon burst. A second balloon was then placed and upon getting to the size of 7 atm, the balloon burst again. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with a third cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.